Event description:
Guides fit very well. Deep posterior medial cut. Lateral posterior cut was measured at 11mm and medial posterior cut was 14mm. Knee was tight laterally and lax medially. Lateral cut was redone to match medial and the pt is ok, good rom and stable in flex and extension. Has 16mm liner.

Manufacturer narrative:
Method: segmentation review, planning review, jig design review. Results: segmentation review - performed specifications using current work instructions. Planning review - performed to specifications using current work instructions. Jig design review - guides manufactured to specifications using current work instructions. Conclusion - guides rotated laterally cutting off an add'l 3mm posterior medial condyle. Pt had significant wear on the lateral side with large osteophytes. Guide likely tipped and rotated due to disease process and physician error.